Manufacturer narrative:
A ge healthcareâ s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.no repair information available.block a: no report of patient involvement. Legal manufacturer:hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in device lost power due to faulty on-off switch. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The switch - on/standby was replaced to resolve the issue.